Event description:
On (B)(6) 2024, neo tract was made aware of a patient who underwent a urolift procedure on (B)(6) 2024. During the procedure, the physician was unable to squeeze the retraction lever of two devices and, therefore, unable to retract the needle and deliver the capsular tab. The procedure was completed with no adverse events, and the patient was reported to be fine. An investigation of one of the devices carried out on (B)(6) 2024 revealed a broken needle segment at the distal end still connected to the suture, but no needle parts were missing.